Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for evaluation, however the customer's reportable malfunction of e101 errors was not confirmed. However, the following reportable findings were observed: spill damage on the unit, a missing front power switch, and lamp washer and lamp failure. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus the evis exera iii xenon light source displayed scope communication errors (e101 and e302) message. The reported issue occurred during an unknown diagnostic procedure. There were no reports of patient harm associated with this event.